Manufacturer narrative:
(B)(4). Date sent: 02/27/25. D4: batch #unk. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #a9dk56, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, the surgeon fired the device twice, once on the pulmonary artery, approximately 5mm, and once on the pulmonary vein approximately 2-3mm. It was observed that both firing did not seal in a satisfactory manner and clip's were applied to complete the seals and prevent further bleeding to complete the procedure. There was an unspecified delay in the procedure. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/18/2025 additional information was requested, and the following was obtained: 1. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No 2. How was the bleeding controlled? As per the complaint details 3. How much blood was lost (ml)? Unknown 4. Did the patient require a transfusion? No 5. Could you please provide more details about the type of oozing? No upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.